Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced noise, an increased sensing integrity counter (sic), and high/undefined impedances. The lead was subsequently explanted and replaced. During the replacement procedure, the physician attempted to fully extract the lead, but the helix would not retract, leading the physician to suspect the lead had fractured. The lead was subsequently cut and extracted using a locking stylet. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that the distal fracture developed a fracture and the outer insulation developed a breach both happened while implanted. No dimension could be determined due to explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.